Event description:
It was reported that the patient had difficulty charging the ipg. It was noted that patient had soreness and tenderness. The patient underwent an ipg replacement procedure and was doing well post operatively. Electrocautery was used during the procedure. The explanted device was disposed at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.